Event description:
A tech reported that a pt had an unexpected post op refraction of - 4.00d, following ultrasound measurements and cataract extraction with intraocular lens (iol) implant. An intraocular lens exchange is planned. Additional info provided at a later date indicated that the method of measurement was contact biometry, the hoffer q formula was used to calculate the iol power, and the a-constant used was 118.0.

Manufacturer narrative:
The company rep examined and tested the system and the biometry probe. The company rep verified both the system and the probe met product specifications. Preventive maintenance was performed. The system was then tested and met all product specifications. No sample was returned for eval, therefore, steps could not be taken to replicate or confirm the reported event. The customer was contacted and they stated that they tested with a different system, and the results were very close. However, the customer later reported that they believe that the event was due to the iol and not the system. The company rep analyzed the pt's data and history from the system, and found that the anterior chamber depth (acd) value for the iol used was not correct. The acd value configured with the system did not match up with the iol MFR's acd value. It was later reported by the customer that they believe that the incident was attributed to the iol and not the system. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause of the reported event was attributed to the iol (non-alcon) and not the system. (B)(4).